Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. Eval summary: as returned, the leading threads on the nail show signs of damage. The locking bolt was not returned for eval and the instruments used to insert the locking bolt are unavailable. It is unk whether the locking bolt insertion into the nail correlated with the surgical technique. There is insufficient info provided to determine the root cause of the reported event. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the surgeon was not able to completely insert the locking bolt into the itst asian nail. The surgery was completed by using an 11 mm nail.